Event description:
The customer reported an unexpected negative on the 2-cell screen tested on galileo, for a patient sample. A sample that was drawn earlier in the day had been initially tested by tube method using peg as the potentiator and anti-e reacting 3+ was detected.

Manufacturer narrative:
The customer did not provide additional information about the complaint. Sample was not returned for investigation testing. The nature of the sample cannot be ruled out as causing the event.